Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2011 to 2012 and birth control pills from 2008 to 2011. Concurrent conditions included cyst of ovary and overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("severe depression"), irritable bowel syndrome ("irritable bowel syndrome") and constipation ("constipation"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain") and coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced nausea ("extreme nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of the device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the genital haemorrhage, menorrhagia, vaginal haemorrhage and coital bleeding had resolved and the nausea, mood swings, depression, dysmenorrhoea, irritable bowel syndrome, constipation and weight increased outcome was unknown. The reporter considered abdominal pain, coital bleeding, constipation, depression, dysmenorrhoea, genital haemorrhage, irritable bowel syndrome, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : postcoital bleeding, pelvic pain, dysmenorrhea, irritable bowel syndrome, constipation most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, reporter added, concomitant condition added, historical drug added, event added as hormonal changesdescribe: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal,menorrhagia), psychological or psychiatric problems condition: severe depression, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: irritable bowel syndrome with constipation, weight gain, post coital bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: transvaginal pelvic sonogram, endovaginal pelvic ultrasound, diagnostic laparoscopy was done. Previously administered products included for an unreported indication: iud from (B)(6) 2011 to (B)(6) 2012 and birth control pills from 2008 to 2011. Concurrent conditions included cyst of ovary and overweight. In 2013, the patient experienced depression ("psychological or psychiatric problems condition: severe depression/depressive disorder") and anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), irritable bowel syndrome ("gastrointestinal or digestive system condition- irritable bowel syndrome") and constipation ("constipation"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced coital bleeding ("post coital bleeding"). On an unknown date, the patient experienced nausea ("extreme nausea"), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis") and ovarian cyst ("other injury(ies) orcomplications- ovarian cyst.") And was found to have uterine leiomyoma ("fibroids"). The patient was treated with pamabrom; paracetamol (womens tylenol multi-symptom menstrual relief), piroxicam (paxil) and surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, irritable bowel syndrome, constipation, coital bleeding and abdominal pain had resolved and the nausea, mood swings, depression, weight increased, anxiety, uterine leiomyoma, adenomyosis and ovarian cyst outcome was unknown. The reporter considered abdominal pain, adenomyosis, anxiety, coital bleeding, constipation, depression, dysmenorrhoea, genital haemorrhage, irritable bowel syndrome, menorrhagia, mood swings, nausea, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : postcoital bleeding, pelvic pain, dysmenorrhea, irritable bowel syndrome and constipation. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Events anxiety, fibroids, adenomyosis and ovarian cyst were added. Treatment medication added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("extreme nausea") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, nausea and menorrhagia outcome was unknown. The reporter considered menorrhagia, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.